Manufacturer narrative:
H6 - 4581: residual astigmatism. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced residual astigmatism. Due to residual astimatism, lasik touch up was performed. The lens remains implanted. The problem was resolved. Cause of the event is unknown.